Event description:
The rep reported the device was used during a colostomy takedown with reanastomosis. It was reported the chd25 misfired. The instrument had staple formation only on one side of the anastomosis. There were no staples on the posterior side of the anastomosis. It also appeared that the knife did not cut through the purse string. The case was completed by reattaching the colostomy. The pt did not have the colostomy reversed. 5/13/98 according to the risk manager the surgeon states in his operative report that the instrument did tear the rectum.

Manufacturer narrative:
Tracking #.56505. Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd with several small nicks present on the knife. Due to the condition of the knife, it appears possible that an attempt may have been made to fire the instrument across a hard object which may have prevented formation of all of the staples. However, this could not be ascertained. The batch history records were reviewed and no incidence of missing staples were noted. The instrument was reloaded with staples and fired. Despite the damage to the knife, the instrument fired and formed all the staples without incident. There was also a complete cut of the test media.